Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg due to age. The patient underwent a battery replacement procedure. The patient was doing well postoperatively.